Manufacturer narrative:
Device received with intermittent button response due to moisture damage to the keypad traces noted. No button error alarm during testing. Device passed displacement test and self test. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. The customer stated that time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.